Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a seizure on the same day a sensor was applied to the arm. During the episode, the patient bit his tongue and lost consciousness. Emergency medical services were called, and the patient was transported to the hospital via ambulance. Upon arrival, the patient was administered sugar and IV glucose. He was discharged later that same day. At an unspecified time during the incident, the cgm was recorded at 88 mg/dl, while the blood glucose level was measured at 40 mg/dl. At the time of this report, the patient is stable and in recovery. Although additional attempts were made to obtain clarification of event details, no reply has been received. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.